Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with plunger rod damaged. There was no report of injury or medical intervention.

Manufacturer narrative:
One picture sample was received for evaluation by our quality engineer. Upon visual inspection of the picture sample, the retaining ring of the syringe was observed broken. A device history record review did not reveal any issues during the production of lot number 1805206 that could have contributed to the observed/reported issue. The damaged product was a result of an undetected hit or obstruction during the assembly process. Base on the preventive measures in place and the current inspection plan, we believe this is an isolated issue with an unlikely recurrence. Manufacturing personnel have been made aware of this incident. A project has been opened to reduce the occurrence of this defect and additional protections have been put in place within the transport system of the assembly line. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with any hit or any obstruction happened in equipment or transport systems during assembly process.

Event description:
It was reported with the use of the bd plastipak concentric luer lock syringe there was an issue with plunger rod damaged. There was no report of injury or medical intervention.